Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately four weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075881.

Event description:
It was reported that the patients lead had high impedances. It was noted that the patients relief has changed. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.